Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and found that the cc reagent syringe was loose. The customer tightened the cc reagent syringe. The cts also advised the customer to replace the cc reagent syringe rod for routine maintenance up keep. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the chemistry cartridge (cc) reagent probe and reagent syringe were leaking in the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported for this event.